Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for peritonitis. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a2, a3a, b1, b2, b3, b5, b6, b7, d10, e3, g2, h1. A2 age at time of event: "7 decades". B5: upon follow up, it was reported that the peritonitis was manifested by abdominal pain. The patient was hospitalized on the same day as event diagnosis. The patient received vancoymycin as treatment for bacterial peritonitis. Four (4) days after the event onset, the patient was discharged and antibiotic treatment was discontinued. The cause of peritonitis was reported as "infection from the intestines because enterococcus was identified". It was reported the patient recovered from bacterial peritonitis. Based on additional information received, vantive peritoneal dialysis disposables were determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.